Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer blood glucose reading was 65 mg/dl. The size of the air bubbles were 2 large bubbles and soda pop sized. Customer already changed set. Products will not be returning for analysis.